Event description:
Information received by medtronic indicated that the insulin pump had a crack at display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: clear. Customer returned pump for alleged cosmetic damage located at the screen found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched lcd window, cracked lcd window, partially detached retainer ring, broken reservoir tube lip, pillowing overlay, overlay texture damage, stained overlay, cracked overlay, display cover damage, cracked battery tube threads, cracked corner of belt clip rails, cracked belt clip rails and serial number label missing. Customer has returned pump due to a crack in the display. Cracked lcd window and scratched lcd window confirmed during visual inspection. (B)(4).